Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a normal follow-up. Device interrogation revealed backup vvi. The patient did not have any recent medical procedures. Due to low battery, a device download could not be performed. The patient will be scheduled for a generator change out.